Manufacturer narrative:
(B)(4). Expiration date unk as lot is unk. The investigation is in progress.

Event description:
Pt was getting an ivc filter placed by trauma. Upon deployment of the filter, one of the legs bent. The filter is cook celect vena cava filter ref igtcfs-65-1-fem-celect. On (B)(4)2013: additional info received: the pt had a cannulation of the right internal jugular vein, cannulation of the right common femoral vein, ivc cavagram, balloon dilatation of the ivc, ivc filter removal, and ivc filter placement. There was noted to be mild to moderate narrowing of the ivc at the level of the indwelling ivc filter. Multiple attempts were made to snare the indwelling ivc without success secondary to the hook of the filter being embedded in the wall of the cava. Under sonographic guidance, access was obtained to the right femoral vein and the tract was dilated. An ivc cavagram again demonstrated narrowing of the ivc at the level of the hook of the ivc filter. The ivc was then balloon dilated with the balloon used to displace the filter from the wall. The filter was then snared and the ivc filter retrieved in its entirety. The repeat venogram demonstrated no evidence of injury to the cava or suggestion of intracaval thrombus. A replacement filter was then placed.